Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shutdown while the customer was changing the cartridge. The pump successfully turned back on, and the customer was able to reload the cartridge onto the pump to resume insulin delivery. In addition, it was reported that the pump time was inaccurate. Tandem technical support guided the customer through adjusting the pump time to be accurate. Customer's blood glucose level was 350 mg/dl. Reportedly, bg level of 350 mg/dl was due to the customer using manual injections for insulin therapy. The customer was not using the pump at the time of the reported elevated bg levels.